Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system has shown an increase in both shock and pacing impedance measurements. Shock impedance has reached out-of-range measurements of over 125 ohms while pacing impedance has stayed within range of less than 550 ohms. Technical services reviewed the case and recommended evaluations and troubleshooting to discard any integrity issues with the crt-d or the right ventricular (rv) lead. This rv lead remains in service and no adverse patient effects were reported.